Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix although the inner coil at the connector region was over torqued which could have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix clogged with blood / tissue and the inner coil over torqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a routine implant procedure. During the procedure the new right ventricular (v) lead was introduced into the apical position by the physician and attempts were made to extend the helix and fix the lead. The helix would not extend out of the rv lead, even after several rotations, no changes were observed. The rv lead was replaced. The replacement lead was successfully fixed. The patient was stable.

Manufacturer narrative:
Correction: section b3 event date updated.